Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as a vt. Programming changes will be completed at the patient's next appointment. No further information is available.